Event description:
It was reported that pump declared alarm 20 during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer waited until prompted to remove the used cartridge and was assisted by technical support in loading a new cartridge using proper techniques, successfully resuming insulin therapy.